Event description:
New information received notes that a new instance of signal artifact was noted on the right ventricular lead. No further intervention or adverse patient consequences were reported,

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise. No interventions were performed. The patient was in stable condition.